Manufacturer narrative:
Approximate age of device - 4 years and 4 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient¿s hemoglobin dropped to 8 g/dl. At the time of the event, the patient¿s inr was subtherapeutic at 1 and partial thromboplastin time(ptt) was 46 seconds. The patient was transfused with multiple packed red blood cells. An esophagogastroduodenoscopy performed on (B)(6) 2018 revealed multiple bleeding arteriovenous malformations that were cauterized. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii lvas, and the reported event could not conclusively be established through this evaluation. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.